Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an inaccurately high reading compared to a hospital meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information and clarification. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged on (B)(6) 2012 at 6:15am, she obtained a reading of "415mg/dl" on her lfs meter and "345mg/dl" was obtained on a hospital meter, within 30 minutes. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time in proximity to the start of the alleged issue, she developed symptoms of "vomiting, perspiration, nausea and headache." It is unclear if the patient attributes these symptoms with high or low blood glucose. The patient reported on (B)(6) 2012 between 8-8:30pm she was seen in the emergency room (ER) by a healthcare professional. The patient reported a reading of "greater than 500mg/dl" was obtained on the ER meter, and the patient was given IV fluids. It is unclear if the patient was treated for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. The patient's test strips and test strips vial were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue; she administered the wrong amount of insulin and therefore developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.